Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the motor controller (mc) assembly pcb, cpu pcb, and primary speaker assembly to resolve the reported issue. Fse ran performance testing and all passed. Unit was ready for service. The motor controller (mc) pcba and cpu pcba were returned to failure investigation (fi) lab for evaluation. The root cause of the failure was ls1 on the cpu pcba. The speaker assembly was also returned to the fi lab for evaluation. The speaker assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of back-up alarm failed. It is unknown if the unit was in use when the reported issue occurred. There was no report of patient harm.